Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to be interrogated with programmer. Technical services (ts) was consulted and recommended interrogation options. This ICD remains in service. No adverse patient effects were reported.